Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible over delivery. Customer stated they had low blood glucose event and current blood glucose was 67 mg/dl. Customer alleged insulin pump was over delivering due to series of low blood glucose from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.